Manufacturer narrative:
The analyzer serial number is unknown. The investigation is ongoing. Medwatch field e1 initial reporter state - the state is unknown.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii assay on an unknown roche analyzer. The customer has reported the issue in voluntary medwatch MDR report number mw5170621. The sample initially resulted in an estradiol value of 219 pg/ml. The endocrinologist questioned the result and the sample was repeated on (B)(6) 2025, resulting in a value of < 5 pg/ml.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.